Event description:
After about 1-1/2 years of cochlear implant use, this pt presented with a recurrent infection and cellulitis around the implant site. Therefore, they were explanted in 2005. Clinicians are awaiting resolution of the infection before planning reimplantation.